Event description:
It was reported that the material was hard, does not form well and does not seal properly and leaks past cuff. The inflation is not enough to seal properly. Intubation tubes had to be replaced with larger tubes due to air leakage when pushing the tube deeper or increasing the cuff pressure has not helped enough. There was unknown patient involvement

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 11/4/2024. H3 and h6. Codes: updated. One device was received for evaluation. The complaint could not be confirmed or duplicated during visual inspection/functional testing, and no abnormalities were found. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.